Manufacturer narrative:
Investigation results: customer returned, one broken puendo5 lot number#: 0000338593, in an autoclave bag. Visual inspection of instrument performed using microscope. No defects or markings were noted, on instrument. Tip was broken off as described by the customer. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. No unopened product was returned for additional testing. Root cause unknown. DHR: nothing unusual to report was found, during DHR review. A query indicates, no additional complaints have been received for this lot number.

Event description:
In this event it is reported that a proultra endo tip #5 pack tip broke during use. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.